Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Devices remain implanted.

Event description:
Pt was at home lying in bed and experienced "electrical fault" alarm. The site instructed the patient to come to clinic. Log files confirmed 2 electrical faults on (B)(6) 2015 and "cloudy wires" were noted. Per manufacturer's recommendation a driveline connector cleaning was scheduled. On (B)(6) 2015 the patient was prepped with a continuous heparin drip in an inpatient setting for a driveline cleaning. Cloudy wires were noted the entire length of the driveline except for the blue wire. The driveline cleaning was performed per manufacturer's procedure. Dry green substance was seen within the connector barrel and blackened pins were observed. It was indicated that verification of the repair solved the problem. The patient tolerated the pump-off time associated with the procedure. The driveline remains implanted and therefore is not available for further analysis.